Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.